Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that "my heart has stopped for 5 seconds like it did when I was in the hospital." And that they feel like they are being "punched in the right rib". The also mentioned that they were told that their right atrial (ra) lead needs to be cut. Both the implantable pulse generator (ipg) and ra lead remains in use. No further patient complications have been reported as a result of this event.